Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a patient had a pipeline vantage stent implanted on (B)(6) 2022 to treat a saccular posterior communicating artery aneurysm. The aneurysm max diameter was 6.2mm and the neck was 6mm. Complete neck coverage with raymond & roy class 2 was achieved. Significant aneurysm stasis was noted. Post-operatively on (B)(6) 2022, a 2.5mm pseudoaneurysm and focal dissection at the right femoral artery site was observed without bleeding objectified. There was no worsening of the patient's neurological symptoms. The patient was treated with an unspecified percutaneous intervention and physical therapy. The event was not life-threatening and did not result in prolonged hospitalization or patient disability. It was noted the event was not related to the pipeline vantage but had a causal relationship to the procedure and possibly to the antiplatelet medication. The event was noted to be resolved on (B)(6) 2022. On (B)(6) 2022 lsh 856378724 x2 (rep, hcp, for): additional information was received indicating the patient had left horizontal binocular diplopia. The adverse event was not resolved at the time of the report. The adverse event was not related to the disease under study and was not a result of new or worsening of existing neurological deficits. The adverse event was possibly related to the study device and possibly related to the study procedure according to the site related assessment. The sponsor assessment determined the event was possibly related to the study device and study procedure, and was not related to the dapt. The location of the vessel was in the posterior communicating artery. The aneurysm morphology was saccular, the maximum diameter was 6.2mm and neck size was 6mm. There was significant stasis at the end of the procedure and complete neck coverage. The aneurysm occlusion status was raymond and roy class 2. On (B)(6) 2022 lsh 856378726 update, lsh 856378724 update, e1 (rep, hcp, for): additional information received reported the baseline aneurysm characteristics were corrected to left posterior communicating artery. It was a femoral access site pseudoaneurysm. No medical intervention was required. Additional information received reported that corelab reported the proximal end of the stent was not completely open and wall apposition was not achieved at the study procedure on (B)(6) 2022. This conflicts with the previous report from the site that stated the pipeline was successfully implanted and wall apposition was achieved. The site reported the patient's percutaneous intervention was referring to "prolonged ultrasound-guided compression of 40 minutes followed by a compression bandage" as treatment for the femoral access site pseudoaneurysm. Additional information received confirmed the pipeline was implanted. Additional information received reported site is in agreement with corelab finding with response ¿the physician agree with corelab, distal end of the stent is not fully open¿. Also identified moderately stenosing focal dissection spread over 20mm of the puncture site of the common femoral artery; unclear if directly related to adverse event.

Event description:
Additional information received reported that the wall apposition was not achieved. Site has responded "no the pipeline isn't placed on a bend. The cause of failure to open isn't clearly identified" and "no actions was taken [for incomplete opening]. The incomplete opening was seen after the procedure". It was noted that there was no diplopia, slight decrease in visual acuity on the left.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that per ophthalmologist consultation, retro-orbital pain, greater in left eye than in right eye and headaches that had been worsening for 3¿4 days (especially in the evening) was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient recovered/resolved with sequelae.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that corelab reported aneurysm non-occlusion raymond <(>&<)> roy "class 3" at the 1-year follow-up dsa imaging performed on 23may2023. No associated ae's/ symptoms or treatment/re-treatment was reported by site.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that aneurysm occlusion (raymond and roy) class 2 was reported during fu imaging visits of 1 year (dsa) on (B)(6) 2023 and 2 year dsa (B)(6) 2024. Mrs 1 was noted on 15-oct-2024. Dapt (dual antiplatelet treatment) was administered and the pru level was 6 as tested on (B)(6) 2022. The angi ographic result post procedure at year 1 and 2 showed parent artery stenosis: 0-25%. Complete neck coverage was achieved: yes. The patient was undergoing surgery for treatment of a saccular, side wall aneurysm of the left internal carotid artery (c7) with a max diameter of 6.2mm and a 6mm neck diameter. The landing zone was 4.4mm distally and 4.0mm proximally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported pre-procedure (B)(6) 2022) ¿ mrs 0.180 day (B)(6) 2022) ¿ mrs 0. Year 1 (B)(6) 2023) ¿ mrs 1. (Per site, due to ¿non-significant headaches¿ associated with adverse event for ¿retro-orbital pain¿). Year 2 (B)(6) 2024) ¿ mrs 1 (per site, due to ¿pain associated with the routine follow-up imaging dsa", which is per site standard of care and not a study procedure, therefore not reportable per protocol).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.